Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor ((B)(4)), attributed the cause of the malfunction to be fatigue loading of the weld joint and breakage caused by repeated impacts. No further investigation is required. Complaint investigation provided by (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the release mechanism became stuck and would not release. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.